Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Thought the tampon had broken and remained inside me. But I "[it]" wasn't there. I don¿t know if it came out with my period flow or if the tampon was already defective "[foreign body in reproductive tract]" upper part/ tip was missing¿ thought the "[tampon]" had broken and remained inside me¿ but it wasn't there¿ don¿t know if it was already defective "[device breakage]" case narrative: consumer reported via email that the upper part (tip) of the tampon was missing. No serious injury was reported.